Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, protected, left main coronary artery lesion measuring 3.5x7mm with 75% stenosis. Target lesion one was treated with direct stenting using a 3.5x16mm taxus liberte stent resulting in 0% residual stenosis. Balloon withdrawal resistance of the taxus liberte stent delivery balloon was reported. There were no reported patient complications as a result of this event.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.